Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "peri-implant fluid," "rupture, deformity, fluid coming out of the areola, a lot of pain, swelling, hardening and inflammatory process.

Event description:
Patient reported right side "peri-implant fluid," "rupture (diagnosed by tomography), deformity, fluid coming out of the areola, a lot of pain, swelling, hardening and inflammatory process." Also reported "thoracic spondylosis" and "azygos vein pseudolobe" which were determined not to be device related. Device remains implanted.